Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. When the suture began to dissolve, the patient developed a severe allergic reaction and became very erythematous and red. The patient has some residual inflammatory erytherma, but is otherwise doing very well.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a bilateral mastoplexy and right breast augmentation procedure for cosmetic purposes and suture was used on the skin and subcuticular layer. Micropore tape was also used to close the wound. The patient developed the severe allergic reaction three weeks post surgery and antihistamines were administered. The superficial rash lasted ten days.